Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, additional information received from the physician/author, stated that the medtronic freestyle valve. Exhibited a natural degeneration, which required surgical intervention to treat. No further details were provided.

Event description:
Medtronic received information via literature regarding two cases of valve-in-valve transcatheter aortic valve replacement (viv-tavr) in a degenerated medtronic freestyle aortic prosthesis. Case 2: a (B)(6) male presented with a history of a 29 mm freestyle aortic prosthesis (no unique device identifiers provided) implanted eleven years prior. Post-implant symptoms included nonrheumatic aortic valve stenosis with insufficiency, heart failure with reduced ejection fraction with an ejection fraction of 30%, coronary artery disease with coronary artery bypass graft complicated by complete heart block requiring a pacemaker, and paroxysmal atrial fibrillation. Transesophageal echocardiogram showed severe aortic regurgitation with prolapse of one valve leaflet. The structural heart team agreed to proceed with viv-tavr approach as the patient had prohibitive surgical risk of extensive aortic calcification. Subsequent viv-tavr of a 29 mm non-medtronic transcatheter valve was successful. Post angiography showed mild aortic insufficiency. The patient was discharged in a stable condition. A follow-up transthoracic echocardiogram (tte) showed no significant aortic valvular insufficiency. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: elzanaty et al. Transesophageal echocardiogram to guide valve-in-valve transcatheter aortic valve replacement of a failed medtronic freestyle aortic prosthesis. Cardiovasc revasc med. (B)(6) 2021; (B)(4). Doi: 10.1016/j.carrev. (B)(6) 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.